Manufacturer narrative:
Full name of the facility is (B)(6). The device is returned and an evaluation completed for it. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection of ultrasound oscillation confirmation and appearance. Upon inspection of the device, the device tissue pad was found to normal wear. The user¿s complaint of the tissue pad being very worn was not confirmed. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, shortly after the start of an unknown therapeutic procedure, the device tissue pad was very worn and could not be used. The procedure was completed with a new similar device. The intelligent tissue monitoring (itm) function was on and being used at the time of the event. There is no harm or adverse impact to the patient. The device was inspected prior to use with no anomaly noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, it is likely the tissue pad was worn by ultrasonic output with the grip closed (including after the tissue was cut) without gripping the tissue. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.